Event description:
Reportable based on device analysis completed on 24 nov 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus image was not clear even after flushing three times. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed ripples on the imaging window and the catheter was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the catheter was twisted and the sheath was kinked. The rotator and imaging core assembly could not be pulled out from the hub due to the condition in which the device was returned. Microscope inspection showed ripples on the imaging window and confirmed that the catheter was twisted. Impedance testing indicated an electrical open at the proximal end of the catheter, between 140 and 150 cm from the distal housing.